Event description:
Patient self tester alleges precision issues. Inratio 1.1, repeat 2.9, repeat 2.8. Time between tests 10 minutes. Patient's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.